Event description:
It was reported that a diagnostic anomaly resulting in an electrocardiogram marker anomaly was observed on the device. Abbott technical support was contacted and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.